Event description:
Primary surgery performed on the (b)(6) 2024. Revision surgery performed on the (b)(6) 2026 due to knee laxity. Only the liner was revised.

Manufacturer narrative:
No analysis could be performed since lot numbers are unknown and devices are not available for inspection. Root cause:The surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.